Event description:
It was reported that patient faced infusion set tubing was leaking at the site event on (B)(6) 2026. The infusion set was in use for few days. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state, province or territory: ca, post office or zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.